Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that balloon burst at 7-8 atm for 5-10 seconds. The device was removed from the patient successfully with no unretrieved fragments. The procedure was completed with another of the same device. No patient complications reported. It was further reported that another nc balloon that got burst during the inflation. The wolverine was not able to cross the lesion due to bend in the artery just proximal to the lesion. It was further reported that the nc balloon that got burst during the inflation was not a bsc balloon.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During first inflation, it was noted that the balloon burst at 7-8 atm for 5-10 seconds. The device was removed from the patient successfully with no unretrievable fragments. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% target lesion was located in the moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that balloon burst at 7-8 atm for 5-10 seconds. The device was removed from the patient successfully with no unretrieved fragments. The procedure was completed with another of the same device. No patient complications reported. It was further reported that another nc balloon that got burst during the inflation. The wolverine was not able to cross the lesion due to bend in the artery just proximal to the lesion.